Event description:
The customer reported damage to the housing of a pump, specifically around the usb port, which impacted the ability to charge the device. However, the pump did not shut down, and the screws still held the surrounding plastic piece in place, albeit with some damage. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) assessed the situation, requested photos of the damage, and determined to replace the pump, which was still under warranty. The customer was informed they would receive a pump with updated software and was provided with instructions for returning the damaged pump. Cts confirmed the shipping address and required a signature upon delivery. The customer was also instructed to program their settings and connect their continuous glucose monitor to the replacement pump.